Event description:
False positive advia centaur cp troponin ultra results were obtained by the customer on two patient samples and considered discordant when compared to repeat test results. Both discordant patient results were reported to the physician. There was no known report of adverse health consequences due to the discordant troponin ultra cp results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and the fse replaced the probe dilutor pump. The following investigation was performed at the customer site. Two lots of tni reagents were investigated: lot 59 and lot 61. 3 levels of tni qcs (n=10) were assayed. 40 patients were analyzed in duplicate. Total number of analyses were 220. Results: there was (B)(4) concordance between the duplicate and between reagent lot 59 and 61. Of a total of (B)(4) analyses, no incorrect results were observed. The instrument is performing within specifications.